Manufacturer narrative:
As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. Per the medical records, the filter was placed prophylactically prior to total knee replacement due to the patient¿s history of deep vein thrombosis (dvt.) The index procedure was tolerated well with no complications noted. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, perforation of the intra vena cava (ivc) and both a sagittal and coronal tilt. As a direct and proximate result of these malfunctions, the patient reportedly suffered life-threatening injuries and damages, and required extensive medical care and treatment. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Clinical factors that may have influenced the event include patient and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
According to the medical records provided for review, the patient's medical history is notable for arthritis, asthma, hypertension, bipolar disorder, tobacco use, diabetes, gallstone, gastroesophageal reflux disease, abdominal supracervical subtotal hysterectomy, morbid obesity, hiatal hernia, leg, right arm and knee pain, pulmonary embolism (pe), bariatric surgery, shortness of breath and sleep apnea. The patient had multiple comorbidities including a history of pe after total knee arthroplasty (tka) which prompted placement of an ivc filter. Approximately nine years and two months after the filter was implanted, the patient presented for ivc filter removal, and underwent successful removal of the filter using a snare and forceps under ultrasound and fluoroscopy guidance with both right trans jugular and right femoral venous access. The filter was captured and successfully withdrawn into the jugular access sheath and was entirely removed out of the body. The patient was discharged on the same day in stable condition. The filter was sent to pathology for evaluation. The pathology report noted a disrupted ivc filter with a small amount of soft tissue adhered. The specimen measures 8.3 cm in length and 2cm in diameter. There were silver metal prongs that were torn/broken away from the main body of the filtering device. The silver metal or rods of the filter measured 0.1cm in greatest diameter. Two foci of dark red, hemorrhagic soft tissue adhered to the silver metal prongs were noted.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported a patient underwent placement of the optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of the intra vena cava (ivc) and both a sagittal and coronal tilt. The indication for the filter placement was prophylactically prior to total knee replacement due to the patient¿s history of deep vein thrombosis (dvt). The index procedure was tolerated well with no complications noted. According to the medical records the patient's medical history is notable for arthritis, asthma, hypertension, bipolar disorder, tobacco use, diabetes, gallstone, gastroesophageal reflux disease, abdominal supracervical subtotal hysterectomy, morbid obesity, hiatal hernia, leg, right arm and knee pain, pulmonary embolism (pe), bariatric surgery, shortness of breath and sleep apnea. The patient had multiple comorbidities including a history of pe after total knee arthroplasty (tka) which prompted placement of an ivc filter. Approximately nine years and two months post implant, the patient underwent successful removal of the filter using a snare and forceps under ultrasound and fluoroscopy guidance with both right trans jugular and right femoral venous access. The filter was captured and successfully withdrawn into the jugular access sheath and was entirely removed out of the body. The patient was discharged on the same day in stable condition. The filter was sent to pathology for evaluation. The pathology report noted a disrupted ivc filter with a small amount of soft tissue adhered. The specimen measures 8.3 cm in length and 2cm in diameter. There were silver metal prongs that were torn/broken away from the main body of the filtering device. The silver metal or rods of the filter measured 0.1cm in greatest diameter. Two foci of dark red, hemorrhagic soft tissue adhered to the silver metal prongs were noted. The product is unavailable for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section d4: lot number is unk.

Manufacturer narrative:
Please note that device reported is an opteasevena cava filter and for which the catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt.  As reported in a legal brief, a patient underwent placement of the optease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, perforation of her ivc and both a sagittal and coronal tilt. As a direct and proximate result of these malfunctions, the patient reportedly suffered life-threatening injuries and damages, and required extensive medical care and treatment. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  Without procedural films for review, the filter tilt and vessel injuries reported could not be confirmed. With the limited information available for review, clinical factors contributing to the vessel injuries could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Additionally, the timing and mechanism of the filter tilt is unknown at this time. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief hardy vs. Cordis the patient underwent placement of the optease vena cava filter which reportedly subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, perforation of her ivc and both a sagittal and coronal tilt. As a direct and proximate result of these malfunctions, the patient reportedly suffered life-threatening injuries and damages, and required extensive medical care and treatment.